Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 29mm 6625lp mitral valve implanted in the pulmonic position for 21 years and 10 months underwent a valve-in-valve procedure due to degeneration with insufficiency. The patient presented with nausea and vomiting, shortness of breathe, and palpitations, was found to be in unstable ventricular tachycardia. The procedure was performed with a 26mm 9600tfx transcatheter valve. The patient was discharged on pod#1. Per medical records: the patient had a cardiac MRI in (B)(6) 2019, which showed an rvedv of 151, rvef of 24% and significant pulmonary insufficiency at which time it was recommended that he should have a percutaneous pulmonary valve placement.

Event description:
It was reported that a patient with a 29mm 6625lp mitral valve implanted in the pulmonic position for 21 years and 10 months underwent a valve-in-valve procedure due to degeneration with insufficiency. The patient presented with nausea and vomiting, shortness of breathe, and palpitations, was found to be in unstable ventricular tachycardia. The procedure was performed with a 26mm 9600tfx transcatheter valve. The patient was discharged on pod#1. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
Manufacturer narrative: updated sections: b5, d4 expiration date, h4, h6 investigation findings, and investigation conclusions. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an unknown model valve in pulmonic position underwent a valve-in-valve procedure due to degeneration after an unknown implant duration. The procedure was performed with a 26mm transcatheter valve.